Event description:
The bath was completed, the tub was lowered, and the resident wa raised in the lift and moved away frm the tub. The safety belt was secure around the resident's hip/pelvis area. The staff member raised the handrest arm out of the way and turned her back on the resident to retrieve a towel.while her back was turned, she believes the resident tried to stand up but, because she was still secured by the safety belt, she caused the lift to tip over. He resident fell to the floor and the lift fell onto her back. The resident sustaineda fractured pelvia and compression fractures of l1 and l2.